Manufacturer narrative:
Investigation: a terumo bct representative was present at the time of the event. He tried to resolve the problem at the time without success. The line position was verified and the channel was taken out and put back in several times. All lines were checked for occlusions at the time. An optia set was received for evaluation. Upon visual inspection it was noted that no fluid was in the collect bag. The blue slide clamp was closed between the y connector and collect bag, no fluid was noted in the line past this point. The tubing was tested and no occlusions of the collect bag tubing were found. The white blood cell chamber had been removed from the set by the customer. At the channel, a blockage of platelets was observed at the collect port in the channel. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, plasma was seen in the collect line initially, but would not go into the collect bag. The material went up the line, but then seemed to be sucked back. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the collection issue experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: signals in the run data file are consistent with an occlusion in the collect line. This occlusion could be the result of platelet clumping, an air block, or a mis-loaded disposable in the centrifuge. Images of the collect port began to show signs of clumping before the alarms began. Clumping during the procedure is likely the cause of the occlusion. The rdf analysis is also consistent with the part evaluation that shows a blockage of platelets in the channel collect port. The rdf indicates that the system performed as intended by giving fluid and volume warnings, and directing the operator to clear the obstruction.

Event description:
The customer declined to provide the patient's ID and age.